Manufacturer narrative:
One sample model 11532269 was returned for investigation. The set was examined for defects and abnormalities. Both filter vents are wetted out. No other defects or abnormalities were observed. The set was primed with water and leak was seeing coming from the vent filter. Additional air under water test was performed. The set was pressurized with about 10 psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review was performed on the possible lot. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: 11/24/25 a nurse had spiked a bag with tube ref# (B)(6) and began to leak from an unknown source. It was disconnected and saved, and I was asked to send a product complaint. We do not have the original packaging, but we know that we currently only had lot# 25065117 stocked in that unit. Entire line was disconnected once leak was observed.